Event description:
It was reported that bd alaris extension set was damaged the following information was received by the initial reporter with the following verbatim: it was reported by customer that the amber tubing does not consistently seat properly with the lipid filters (bd (B)(4)). This has been found on 4 patients. The ends of the lipid filters seem to have a different color plastic and make a friction noise when connected.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Additional information: initially it has been mentioned as "this has been found on 4 patients". Could you please confirm all happened in same day? If it had happened in different days, please provide all date of events in format mm-dd-yyyy?? I do not have the specific incidence dates. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. It was noted no harm came to patient. No additional labs drawn no infection noted around incident.

Manufacturer narrative:
Investigation results: it was reported that the set would not connect properly to the filter tubing. Two samples model 10241342, lot 24049060 were returned for investigation along with two samples model 20129e, lot 241049319 from (B)(4). The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The 10241342 sets were connected to the 20129e extension sets. The sets were flushed with water. No leak was observed. An air under water pressure test was performed at around 10 psi. No leak was observed from the connection of the two sets. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 10241342 lot number 24049060 was performed. The search showed that a total of (B)(4) in 1 lot number was built on (B)(6)2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.